Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent an email stating that the tampon string keeps ripping while removing. No serious injury was reported.

Event description:
Consumer sent an email stating that the tampon string keeps ripping while removing. No serious injury was reported.

Manufacturer narrative:
17-mar-2021 product investigation results: no failure could be identified as a result of the investigation.